Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer found the filter on the bottom of the procell tube was knocked loose causing air to enter the system. He tightened the filter and ran a precision check on multiple assays. He also found a damaged sample probe and replaced it. The analyzer was decontaminated and the measuring cells replaced. Performance testing was completed, and calibration and quality control were acceptable.

Event description:
There was an allegation of a questionable testosterone g2 elecsys result from the cobas 8000 - cobas e 602 module. The initial result was >1500 ug/dl with a data flag and was reported outside of the laboratory. The doctor questioned the result and the sample was repeated. The repeat result was 520.1 ug/dl and was believed to be correct. The reagent lot number was 48879603 with an expiration date of 31-oct-2021.